Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated stent graft. The patient had a computed tomography following initial implant showed a distal endoleak. Reportedly, on (B)(6) 2015, the physician elected to treat the patient with three limb extensions and the patient is stable.